Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the endowrist one vessel sealer instrument from the hospital. No information concerning the return was provided to intuitive surgical, inc. On(B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the return of the instrument. Customer confirmed that there was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's snake wrist to be dislodged from the instrument. As a result, the instrument had non-intuitive motion and cannot be placed in the cannula. Failure analysis concluded that the dislodged snake wrist may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.